Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable infusion pump. The pump was used to deliver unknown morphine. It was reported that they did a case on (B)(6) 2026 and they started the patient on flex dosing or "at least they thought they did". The patient showed up in the post-operative phase and the physician interrogated the pump and it said it was in shelf mode. The rep helped walk the physician through how to take the pump out of shelf state and put all of the information back in. The physician attempted to update the pump again and it updated, or they thought it was updated, but when they interrogated the pump on (B)(6) 2026, it still showed that it was in shelf state. The rep was not with the patient or hcp at the time of the call to technical services. The hcp sent the patient home and they were to come back on (B)(6) 2026 and they asked the rep if they could go in on (B)(6) 2026. The issue was not resolved through troubleshooting. Additional information received on 2026-04-20 indicated that the rep was connected to healthcare information technology (hcit) to update the clinic tablet software.